Event description:
It was reported that during procedure, a test shot was performed, but the fiber failed to fire. The procedure was completed using another fiber. There were no patient complications. Laboratory analysis of the returned fiber identified that there was an internal connector fracture.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. However, functional testing identified that there was no aiming beam exiting the fiber tip. Microscope inspection identified that the tip was in good condition, but the connector exhibited burn marks on its face. Also, there was no light exiting the connector face indicating an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The interaction of the console with the connector having this fracture likely led it to overheat causing the burn marks observed. Device history record review was completed, and it was confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The device instructions for use (IFU) was reviewed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. A risk review was completed and confirmed that the event of failure to operate was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available and investigation results, an investigation conclusion code of cause traced to component failure was assigned to this investigation which indicates an expected or random component failure without any design or manufacturing issue.